Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and the incision site was not healing with erosion. The patient is diabetic and taking oral antibiotics. The clinicians believe this is related to personal hygiene issues. The s-ICD system was removed and the hospital kept possession of the products. No additional adverse patient effects were reported.